Event description:
It was reported that the right atrial (ra) electrogram (egm) on a carelink transmission was noisy. Testing of the lead in clinic also showed noise on the egm however, lead functionality tested out normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not received for evaluation. However, performance data collected from the associated device was received and analyzed. Analysis indicated no anomalies were found with the lead.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 implantable pacing lead, (B)(6) 2011. (B)(4).